Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented with discomfort to the hospital, for a scheduled procedure. Interrogation of the pulse generator noted, that the right atrial (ra) lead was oversensing noise. Resulted, in inappropriate mode switch episodes. The lead was explanted and replaced. It was also noted, that the pulse generator was repositioned, due to site pain. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a complete lead was returned for analysis. Visual inspection of the lead found an external outer insulation abrasion exposing the outer coil consistent with friction to the device can, located proximal to the suture sleeve impression. The cause of the reported events was isolated to the external outer insulation abrasion found on the lead.